Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not inflating, prompting the patient to follow up with his physician. The physician was also unable to inflate the device and subsequently performed a tomography to assess device integrity. The reservoir was found to be empty, with no visible disconnection observed. As a result, the cylinders and pump were explanted and replaced. No patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.